Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and have had unexplained high blood glucose of 420 mg/dl. Customer's blood glucose was 350 mg/dl at the time of the call. Troubleshooting found that air bubbles were in the tubing. A high pressure test was performed and passed. Customer was advised to change out set, reservoir and insulin and treat per doctor's instructions. Customer was also advised to monitor pump as it is performing as designed.